Event description:
It was reported that during a procedure, the clip was closed in a cross shape (scissored) on the artery. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on which firing of the device did the problem occur (1st, 2nd, etc)? Unk. What vessel or structure was the device fired on at the time of the event? Artery. Was the clip fully advanced into the jaws prior to firing? (If applicable for the reported device) yes. Was there any torquing or twisting of the device at the time of firing? Yes. Was any unexpected resistance felt when pressing the firing the trigger? Unk. Were any unexpected noises heard? Unk if so, when? Did anything unexpected happen prior to this incident? No. If yes, please explain: did any clips fall into the patient? No. If yes, were they retrieved? Unk if applicable, how were they retrieved? Was the device fired after this incident, in or out of the patient? Unk. What were the patient indications for surgery? Unk. What was found during surgery? Unk. Does the patient have any relevant history of surgical treatments? If so, what? Unk. Did someone other than the primary surgeon fire the device? No if so, whom?